Event description:
It was reported that a user of the ilet bionic pancreas experienced rising blood glucose after calibrating the sensor, with a fingerstick measurement of 300 mg/dl and a concurrent pump display of 210 mg/dl; troubleshooting included a recommendation for an infusion site change. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting completed, with no alerts or alarms reported. Investigation included technical support assessment and user-guided troubleshooting. Investigation of this case revealed a mismatch between capillary glucose and sensor/pump-displayed glucose, with the working hypothesis of infusion site or sensor-related inaccuracy, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.